Event description:
During the manipulation with the sheath, surgeons found a rupture of the laa. The sheath followed the wire and pigtail and ruptured the laa with bleeding in the pericardia. Surgeons made an attempt to seal/ cover the rupture with the plaato device. After this the bleeding in the pericardia was less than before, but it did not stop completely. Surgical intervention was required. During transseptal puncture (tee used) the mullins sheath crossed the septum 2 times without using the needle (not on purpose). The second sheath location was found in a optimal location for plaato placement and the 8f mullins sheath was introduced into the la. A 4fr pigtail catheter was used to access the laa for initial appendoram as routinely performed. Thereafter an amplatz super stiff exchange wire was inserted into the laa via for contrast injections and measurements. Because the measurement suggested the use of a 32mm occluder the decision was made to the insert the plaato sheath more distally and selectively into a distal lobe of the appendage to allow for good device position. To achieve this safely the transition catheter in combination with the pigtail and j-tip wire was used. The selective appendogram via the 12fr plaato sheath documented a perforation of the distal lobe. The sheath was retracted a few millimetres. A puncture of the pericardium was performed to remove the fluid from the pericard. Approx an amount of 1500ml of blood was aspiration and re-infused immediately. However there was no acute closure of the perforation and continuous bleeding observed. The decision was made to reduce the inflow of blood into the laa to temporarily implant (no release was planned) a plaato device of 32mm for bridging the time until surgical closure of the performation. During surgery the hole was sutured and the device was removed as intended. After surgery the pt is doing fine.